Event description:
A 3.0mm diameter x 18mm length ave gfx stent was inserted into the left anterior descending coronary artery (through a previously deployed gfx stent. It was not possible to inflate the stent delivery system balloon, therefore, the stent and delivery system were pulled back from the coronary artery. Upon retraction of the stent and stent delivery system, the stent dislodged from the stent delivery system at the proximal left anterior descending artery and was protruding into the left main artery. A 3.0mm diameter percutaneous transluminal coronary artery balloon was inserted to reposition and deploy the dislodged stent at the proximal left anterior descending artery. Another attempt was made to place a stent at the distal target lesion, but was unsuccessful. The pt remained stable, without pain or electrocardiograph changes. There was no additional clinical sequelae reported relative to the event.